Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer tried several batteries but the pump was not normal. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power loss error alarm. Detailed trace analysis confirmed power loss error alarm was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump received with normal operating currents. No unexpected battery error or failed battery test alarm noted. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window.